Event description:
It was reported that a malfunction alarm occurred. The customer experienced an elevated blood glucose level of 520 mg/dL and ketones. The customer went to the emergency room (ER) on (b)(6) 2026. The customer received intravenous fluids of saline and insulin to address the BG. The customer was released from the hospital the same day with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.